Manufacturer narrative:
A visual examination of the returned device found no visible defects. The device working length was measured and found to be which specification. Continuity of current was achieved between the connector at the proximal end and the distal trocar which is indicative of the device being able to conduct current properly. The condition of the returned incident device was not consistent with the complaint that the device received an error message. During the evaluation, no device damage was identified and the device met all specifications required for it to perform correctly. Therefore, the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during an ankle rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, while preparing for the procedure, the generator displayed an error (e02) message. The error cleared after replacement of the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during an ankle rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, while preparing for the procedure, the generator displayed an error (e02) message. The error cleared after replacement of the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.